Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate mode switch episodes were seen on a remote transmission. The episodes showed noise, farfield oversensing. The patient was asymptomatic. Programming changes were discussed but no intervention is planned at this time, as the noise was not significant.